Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem of 'faulty downstream sensor' was not reproduced. A review of the event history log (ehl) revealed 'faulty downstream sensor' messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the failed force sensor. The downstream sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectruminfusion pump alarmed donwstream occlusion despite having no occlusions .this occurred during process step of planned maintenance in the biomedical department. There was no patient involvement. No additional information is available.